Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed the reported failure was due to a severely depleted battery. When powered by an external supply, the system current drain was nominal, and the device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. Battery analysis revealed that no internal short in the battery was found. Back-lit images showed uniform lithium utilization across the anode. A review of the manufacturing data found no anomalies nor irregularities noted during the manufacturing of this cell and the battery passed all inspections and electrical testing. Results of the battery analysis found no evidence of internal shorting or other issues related to battery performance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was "in the 20s" and it was noted the device may have been programmed off due to a "lead issue." Follow-up with the physician's office was attempted but no information could be obtained. The device registry system shows the cardiac resynchronization therapy defibrillator (crt-d) was explanted and downgraded with a dual-chamber implantable pulse generator (ipg), and the left ventricular lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.